Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The returned meter powered on with button press and strip insertion. No power issue with strip port was observed. No new issues were observed. The complaint is not confirmed.

Event description:
Customer reported that on "(B)(6) 2013 at 4:00pm, (he) was at home in his desk reading and playing solitaire. When he got up, he felt light-headed and he suddenly fainted". Customer further reported a port issue with his adc blood glucose meter, stating "there were times that he was not able to test because the meter doesn't turn on when he insert a strip". Customer reported self-treating with "a glass of orange juice and a peanut and jelly sandwich". Paramedics were called and treated customer on the scene with glucose via intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. It should be noted: while troubleshooting with customer service it was identified customer was using expired test strips (expiration date: 31 december 2010).